Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: in this reported event a male patient has 10+ year old tx2, implanted in the descending aorta. There was a new re-entry tear in the distal end of the existing tx2 (complaint device, unknown lot and rpn). The patient underwent a thoracic endo vascular aortic repair (tevar). It is reported that the patient has a ¿very aggressive tortuosity of the existing stent that was placed 10 years ago¿ with a greater than 90-degree angulation. Per additional information it is reported that ¿the doctor commented on the need to extend when device ends in angulation like this case¿. It was attempted to advance a zta-p-36-209-w, but the nose cone (dilator tip) could not pass into the original tx2. A zta-pt-38-34-167-w was also attempted to be advanced, but the same problem occurred. As a result of these unsuccessful attempts, a competitor's device (gore-tag 37x150) was used to complete the intended procedure successfully. There were no reported adverse events. Device was not returned for investigation. No images were provided for investigation. Based on provided information the exact cause for the new entry tear cannot be established. It has not been possible to establish whether the patient¿s anatomy was tortuous when the original tx2 was implanted, or it has occurred over time. However, it cannot be ruled out that a development regarding tortuosity in aortic anatomy over the years can be a contributing factor to the new entry tear. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4) blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): unknown investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient has a new entry tear 10+ years after implantation of a tx2 (unknown lot, unknown rpn). The entry tear was successfully treated with a gore-tag 37x50 device after attempts to insert a zta-p-36-209-w and zta-pt-38-34-167-w.